Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The leak was not confirmed. The balloon was inflated, and no leak was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to confirm the reported leak during functional testing of the returned unit. It may be possible that there was a faulty connection with the syringe or inflation device, resulting in the leak; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 6.0x40mm armada 35 balloon dilatation catheter (bdc) it was noted that an unusual amount of air was being aspirated from the device. A leak was suspected, and the device was replaced with another armada 35 to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.